Manufacturer narrative:
The device is not expected to be returned. The customer reported that in an attempt to troubleshoot the no image issue, the scope was reconnected, and the device was restarted; this rectified the issue and the customer continued with the procedure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera ii video system center, the video output wasn¿t working. The issue occurred during preparation for use for a diagnostic procedure (upper gastrointestinal endoscopy). The procedure was completed with a similar device, and there was no procedural delay or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a lack of image and the light-emitting diodes (leds) on the front panel were continuously glowing due to a faulty printed circuit board. However, the definitive root cause of the faulty printed circuit board could not be determined. Additionally, there was dust inside the unit, a rusty cable, and a loosening of the receptacle. Olympus will continue to monitor field performance for this device.